Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. When the box was opened, there were multiple small pieces of dust inside the bag before the opening. To complete the procedure, opened the catheter of another lot and continued. The procedure was completed without patient consequence. Additional information was received. The foreign material was black. The device was not used on the patient. The investigation was completed on 14-jul-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, foreign material was observed inside the pouch of the device; however, at this time it is not possible to determine the source of the foreign material. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, a fourier-transformed infrared spectroscopy (ftir) study and a manufacturing investigation of the returned device were performed following bwi procedures. Visual analysis revealed foreign material inside the package. Due to the returned condition, it was required a manufacturing investigation to obtain more information. The manufacturing investigation determined that the improper execution of the process, specifically the lack of a vacuum or air gun, could have resulted in the generation of particulate in the rocker arm during manufacturing. An ftir study confirmed that the material obstructing the irrigation feature primarily consists of rocker arm particles, thus establishing a clear link to particle generation the issue reported by the customer was confirmed. Product failure is multifactorial. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: actuator (g04002) were selected as related to the customer¿s reported ¿dust inside the bag¿ issue and the biosense webster inc. Analysis finding of the ¿manufacturing related¿ issue. -investigation findings: environment problem identified (c15) / investigation conclusions: cause traced to manufacturing (d03) / component code: actuator (g04002) were selected as related to the customer¿s reported ¿dust inside the bag¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 26-may-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and observed foreign material inside the packaging outside of specification. When the box was opened, there were multiple small pieces of dust inside the bag before the opening. To complete the procedure, opened the catheter of another lot and continued. The procedure was completed without patient consequence. Additional information was received. The foreign material was black. The device was not used on the patient. The event was assessed as MDR reportable for foreign material inside the packaging outside of specification.

Manufacturer narrative:
Initial reporter phone: (B)(6). The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).